Event description:
Per the dealer, the chair started veering to the left and the motor locked up and the user hit a wall. Provider states when the motor locked up the error code of e400 left motor fault came on the joystick.